Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part #: 323.034; synthes lot #: 3215250; supplier lot #: 3215250; release to warehouse date: august 3, 2009; supplier: synthes gmbh; no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the 1.5mm threaded drill guide with depth gauge (part # 323.034; lot # 3215250) was received at us customer quality (cq). On visual inspection, the distal tip was stripped. No other defects found with the returned device. Device failure/defect identified? Yes dimensional inspection: the non-threaded portion of the tip diameter measured to be within specification as per the drawing. Document review: the following current and manufactured revisions were reviewed: general tolerances complaint confirmed? Yes investigation conclusion: the overall complaint condition is confirmed for the returned device. However, the reported bent condition cannot be confirmed. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon routine inspection while restocking the instrument tray, the threads of the drill guide are warped. There was no patient involvement. This complaint involves one (1) device. This report is for (1) unk ¿ plates. This report is 1 of 1 for (B)(4).